Event description:
It was reported that an alert for possible high voltage lead issue and over current detection was received during hv therapy delivery. The lead was replaced and the device remains implanted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.